Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, vaginal scarring, and other outcomes following the procedure. It was reported that patient underwent mesh revision on (B)(6) 2005. It was reported that patient underwent mesh removal on 06/02/2005. It was reported that patient underwent mesh removal/revision on (B)(6) 2005 due to mesh erosion, pain, extrusion, recurrence, and vaginal scarring.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient underwent a previous procedure on (B)(6) 2005 and mesh was implanted. Additionally, on (B)(6) 2005, pelvicol was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.